Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat # 66362418, lot # laa602, description: eius tib comp sml 8mm rm/ll.cat #unk, lot # unk, description: unknown tibia insert.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the devicse cannot be performed as the devices were not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to manufacturer.

Event description:
It was reported that a right uni knee was converted to total knee. Patient was having pain and rubbing.

Event description:
It was reported that a right uni knee was converted to total knee. Patient was having pain and rubbing.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Medical records review: based upon the single post-operative x-ray, either the unicondylar prosthesis was performed in an acl deficient subluxated knee or the subluxation developed, possibly from malpositioned uni components. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of devices, clinical and past medical history, primary and revision operative reports and pre-op and immediate post-op x-rays are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time. If devices and additional information become available, this investigation will be reopened.